Event description:
As reported by the user facility information by bbm sales organization in brazil: "overinfusion". "The drug was scheduled to be infused at 5.2 ml/h. It started at 4:26 pm (B)(6) 2021) and finished at 6:30 am (B)(6) 2021 medication: tacrolimus (continuous) total volume infused 120.5ml". "

Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.